Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that its original packaging with the inner pouch opened at the straight end. There is no residue from an opened seal. The device appears to have not been sealed properly. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that no further actions will be taken as this appears to be an isolated event, as no similar complaints or observations have been received for the same batch number. Also, a review of the associated manufacturing records and in-process controls, did not identify any discrepancies or deviations that could have contributed to the reported condition. It is concluded that this situation may have occurred during transportation or handling of the product and is likely to happen outside of the manufacturing process. No corrective action is required at this time; however, the case will be reassessed if new information arises. We will continue monitoring future complaints and investigate further as needed. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device is placed into the polyurethane sleeve, which is then inserted into the pouch and the open end of the pouch should be sealed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the sterile packaging inside the package of one intertan 11.5mm x 18cm 125d was not sealed, therefore the nail inside was unsterile. As this was noticed upon inspection, there was no patient involvement.